Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be caused due to a leak in the solution bag. A batch review was not performed as the lot information was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with system error 2240 while using the homechoice (hc) during dwell 2 of 6. Gts explained that a large amount of air had entered into the disposable set and had the patient cycle power twice to clear the error. Gts then explained that the patient would need to start over with new supplies. Gts then advised the patient to call their dialysis nurse in the next 24 hours to let her know what happened. Product surveillance contacted the patient who explained that the error was caused by a leaking supply bag. The patient could not remember where the leak was coming from and discarded the supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) the sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.